Event description:
It was reported that the patient accidentally walked into the handle of a glass door and experienced a lot of pain. Soon after, the patient experienced his heart racing and presented to the hospital. The defibrillator delivered therapy to the patient as a result of the patient's arrhythmia. The physician attempted to interrogate the device but could not establish communication despite going into two different rooms. It was suspected that the device had reached premature battery depletion. On (B)(6) 2018 the device was successfully explanted and replaced. The patient was in stable condition during and post surgery.

Manufacturer narrative:
Final analysis found an absence of high current draw, it was probable that the premature battery depletion was caused by a lithium cluster induced short circuit.